Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator entered an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and could not duplicate the reported malfunction. The ventilator passed testing and was placed back in service.